Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have checked 1 thread from 10 different closed samples and the results are: 64.2 cm, 64.9 cm, 63.7 cm, 63.2 cm, 64.0 cm, 65.3 cm, 63.9 cm, 65.0 cm, 63.9cm and 64.2 cm. Between 3.2 - 5.3 cm more than the described in the product description. According to the specifications, the thread length should not be less than 95% of the total suture length indicated on the package. Therefore, the thread lengths of the tested samples are conform. The real length of the sutures could present some small variations during the product production process. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for length. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that although the product label is the same as before, the suture length is 65 cm instead of the 60 cm on the label. The or staff has to pay attention to this and cut the thread, which takes a lot of time during the procedure. Dafilon suture is necessary as a pull-through suture for tourniquets. It is used in cardiac surgery for cannulation sutures. For this purpose, a plastic tube is placed over a tobacco pouch suture in the vessel (aorta, vena cava, etc.), with which the tobacco pouch suture can be tightened to seal and fix the cannula in the vessel. He uses homemade tourniquets for this purpose. Since he often operates on infants and newborns, he cannot always use the standard hard tourniquets used in adult cardiac surgery. To do this, he must first cut the suction catheter to the correct length and then insert the dafilon into the suction catheter. The length of the dafilon does not matter at all, as long as it is not packed bent. This is because it has a very strong memory effect and always returns to its original shape. In other words, he would have to cut the bend to make easier the thread. However, in emergency situations, such as vital ECMO systems, he does not have time to prepare the thread as well. He has to be able to rely on a certain standard in the manufacture of the products. The two emergency situations involved a 6-month-old infant (this report) and a newborn who needed an emergency ECMO system that was essential for survival. There was no patient harm due to the faulty product, as it was a pure handling deficit for him as an instrumentation technician and prevented me from acting quickly and smoothly. He is wasting time that he does not have.